Event description:
It was reported that the patient received an inappropriate shock. The implantable cardioverter defibrillator was explanted and replaced. More information was requested but not provided.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information noted that inappropriate shock was due to competitor's lead failure.